Manufacturer narrative:
Based on the results of the investigation, adhesive material on objective lens window caused the abnormal image. This event is caused by a component failure of objective lens window. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause is that random debris is not perfectly removed during the cleaning process. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had adhesive material on the objective lens window and noise in the image. There were no reports of patient involvement.